Event description:
It was reported via repair work order that there was intermittent power to the bed due to a siderail malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.